Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed, resulting in closure failure. There was no reported patient injury. The procedure was completed using manual compression. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, and they were also retracted together until the indicator window changed to solid black. When depression of the button was attempted, the button would not depress at all, and the indicator window was showing solid black at that time; the window did not show any red color during retraction. The device was not attempted to be deployed outside of the patient. The operator was trained, and the exoseal vcd was used in a diagnostic procedure; it was stored and prepared according to the IFU. There were no visible signs of device or package damage prior to use. Angiography verified femoral artery suitability, including a 30¿45° insertion angle, and the vessel diameter was confirmed to be =5 mm. The puncture site showed no visible calcium or plaque, no stent near the area, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. A 5f non-cordis sheath introducer was used. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed, resulting in closure failure. There was no reported patient injury. The procedure was completed using manual compression. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, and they were also retracted together until the indicator window changed to solid black. When depression of the button was attempted, the button would not depress at all, and the indicator window was showing solid black at that time; the window did not show any red color during retraction. The device was not attempted to be deployed outside of the patient. The operator was trained, and the exoseal vcd was used in a diagnostic procedure; it was stored and prepared according to the IFU. There were no visible signs of device or package damage prior to use. Angiography verified femoral artery suitability, including a 30¿45° insertion angle, and the vessel diameter was confirmed to be =5 mm. The puncture site showed no visible calcium or plaque, no stent near the area, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. A 5f non-cordis sheath introducer was used. Other procedural details were requested but were not provided. The device will be returned for evaluation.